Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, UDI: the device lot number and UDI has been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: b5: a follow-up with the customer revealed that "broken" referred to the device not working, while it remained intact and not physically separated into two pieces. It was determined that this event could not have caused or contributed to death or serious injury if it were to recur. Therefore, this complaint is not reportable. Reporting for this event is therefore completed.

Event description:
It was reported that postoperatively to a shoulder scope procedure, it was observed that the jaws on the expressew iii w/o hook device were not aligned and broken. It was reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4, UDI: the lot number was unknown; therefore, the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that postoperatively to a shoulder scope procedure, it was observed that the jaws on the expressew iii w/o hook device were not aligned and broken/ not working. During in-house engineering evaluation, it was determined that the upper jaw was found to be loose. It was reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b5: updated investigation summary ==> the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics, then conducted visual inspection and functional test of the device received. The device shows noticeably marks of wear. The engraving was faded. The upper jaw was found to be loose. The trigger was depressed, and the jaw did not open and close as intended. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU, inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear; jaws and teeth are aligned properly. Locking mechanisms fasten securely and close easily. It was determined that no corrective action is required, and no further action is warranted. However, j&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.